Event description:
When surgeon was removing insert trial, part of the locking mechanism broke loose from the trial. It appeared that a small piece (approx. 1mmx2mm) was not retrieved. It was unknown whether that small piece was missing prior to the case, whether it was lost outside the patient, or left in the patient. This resulted in a three-minute surgical delay.

Manufacturer narrative:
Examination confirmed the inferior rim was fractured, not the locking mechanism as reported as this product does not have a locking mechanism feature. Examination found evidence suggesting the trial insert was handled roughly and "in service: for quite some time. The root cause appears to be product wear out. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.